Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated and the 4-way valve was not shifting causing low o2, which confirmed the original complaint issue. However, there was no indication of a failure of the alarms.

Event description:
The unit tested low o2 and would not alarm.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The unit tested low o2 and would not alarm.